Event description:
The user facility reported a 64-year-old female in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The doctor obtained radial access for repeat angiography and found dissection at the bifurcation. Doctor emergently placed the impella and called the doctor to take patient for emergent coronary artery bypass grafting (CABG). Once peel-away sheath removed, physician noted major bleeding. They stated that tech pushed part of sheath back into artery while they were peeling away which caused tear that required surgical cutdown and repair. Patient transported to cvor for impella removal, CABG x 2 and direct placement of impella 5.5 for escalation. Physician reported the left femoral artery was repaired.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the vascular damage- great vessel issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the vascular damage issue was determined to be related to usage, as the introducer was pushed into the artery during the peeling process, as indicated in the provided clinical information.